Event description:
It was reported via post market registry that the patient developed a "severe spinal headache" and leaking of fluid from the wound in the back of the patient was noted. It was determined that there was a break/cut in the catheter. The pump contained hydromorphone, bupivicaine and baclofen. The patient recovered without sequela.

Manufacturer narrative:
.